Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Upon removal of the pump, red long tissue like substance was noticed wrapped around the tip of the pigtail. The patient was stable post implant and there was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported removal issue has been completed. The impella device was not received from the customer. However, clinical details provided were sufficient to determine the root cause. The root cause of the thrombus was most likely patient condition. No issues with the function of the pump were reported to suggest the thrombus was in the pump during operation. This report is being filed as part of a retrospective review of historical records.